Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, additional information is available. G6 type of report ¿ additional information. H2: additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information.